Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
The original information received from the (B)(4) study stated that the patient suffered a seizure thought to be caused by a transient ischemic attack (tia), three days post- carotid stent placement. The adjudication minutes disagree with the previous diagnosis of tia and its casual relationship with the reported seizure. After review of the adjudication minutes it appears that the patient was symptomatic at baseline with a history of a previous stroke with residuals, including seizure activity, despite treatment with anti-epileptic medications. The tia is being unreported. However, the discharge summary lists "new onset seizure disorder" as a discharge diagnosis, as such; seizure will be added as a reportable complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported via the (B)(4) study data base that three days post uneventful carotid artery stenting with a precise stent (pc0940rxc), the patient suffered what is believed to be a transient ischemic attack (tia). The patient's symptoms included a witnessed seizure, right-sided weakness, dysarthria and a decreased level of alertness. Adjudication minutes received disagree with the previous diagnosis of tia. Additional information received via the adjudication process reported that the patient had a history of bilateral endarterectomy with a baseline nih stroke scale score of 6 due to drowsiness, minor facial palsy, right arm drift, some effort against gravity in the right leg and mild to moderate aphasia. It was previously reported that the patient's seizure lasted approximately 4 minutes and the patient's right-sided weakness returned to baseline within 1-2 hours (score of 3). Additional information reported that 30 minutes post seizure, the nih stroke score was 22 with hourly nih score evaluations showing consistent improvement to a score 0f 13 three hours later. CT scan showed no evidence of acute intracranial hemorrhage or mass effect with small vessel ischemic changes and old lacunar infarcts. Approximately 21 hours later, the nih score was evaluated by a different person as a 11 with the family reporting the patient appeared unchanged from baseline. CT scan six days post seizure demonstrated no acute findings. The discharge summary listed new onset seizure disorder as one of the diagnoses. At baseline, the (B)(6) male with a history of clinical copd, cardiac arrhythmia, history of smoking (>5 packs of cigarettes), coronary artery disease, hypertension (systolic>140, or diastolic>90, or requiring medication) was reported to be symptomatic. The target location was the left common carotid bifurcation and left internal carotid ostium, documented as restenosis at the site of previous carotid endarterectomy. The reference diameter was 6.0mm with a 99% stenosis with lesion length of 25mm and the total length of stented segment was 40.0 mm. The geometry of the target lesion was eccentric and ulcerated with mild lesion calcification. Upon visual inspection it was concentric with mild vessel tortuosity. An angioguard embolic protection device was successfully deployed without technical difficulty. The lesion was pre-dilated without report of dissection or resistance to angioplasty. The 9x40 precise stent was deployed at the intended target location, left common carotid bifurcation to the left ostial ica, without stent malfunction. The angioguard device was successfully retrieved without technical problems. There was debris found in the filter upon retrieval. The procedure was successfully completed. The patient was taken from the angio suite neurologically intact. The final target lesion diameter stenosis was 10%. On the day of the event, day three post procedure, the nurse was in the room with the patient. The patient suddenly grabbed her abdomen and began writhing, grimacing. The patient had been lethargic until this lime, reluctant to open her eyes, the nurse was going to administer dilaudid, but the patient suddenly began to have a seizure. The patients face was cocked towards the window and eyes were fixed open. His arms were bent at the elbows and hands up. The patient was jerking in a rhythmic motion. All together the event lasted approximately 4 minutes. The patient does not have any previous history of seizure. The cause of the seizure is thought to be caused by the tia. The patient was treated with dilantin and a sedative. Nih stroke scale assessments were conducted every 1-2 hours for approximately 21 hours post neurological symptom onset. The right sided weakness returned to baseline. The cause of the seizure was identified as a transient ischemic attack. Per the adjudication minutes consideration was given to the complexities of the patient's medical history, which included seizure activity following a stroke despite treatment with anti-epileptic medications and the patient was transitioned to hospice care at home. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Although a definitive conclusion regarding the cause of the post procedure seizure cannot be drawn, based on the available information and as indicated in the adjudication minutes, the patients complex medical history and pre-existing stroke with seizures put him at increased risk for adverse events. Review of the information suggests that patient factors likely contributed to the reported event. There is no indication that vessel / lesion characteristics and procedural factors may have contributed to the reported event. There is no evidence of any device manufacturing or design issues contributing to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The patient suffered what is believed to be a transient ischemic attack (tia), three days post-carotid stent placement. The patient is a (B) (6) male who was consented to the (B) (6) study. The target lesion location was the ostium of the left internal carotid artery (ica) and the bifurcation of the left common carotid artery (cca). The rate of stenosis was 99%. The target lesion was described as eccentric and ulcerated. Calcification and tortuosity was mild. An angioguard distal protection device was successfully deployed at the distal to the lesion. The lesion was pre-dilated and the precise stent was placed to treat the target lesion. There was no difficulty placing the angioguard or the precise in the target vessel. When the angioguard was removed it was noted that there was debris found in the filter basket. The procedure was successfully completed. The patient was taken from the angio suite neurologically intact. Three days post-carotid stent placement the patient suffered what is believed to be a transient ischemic attack (tia). The patient's symptoms included seizure, right-sided weakness, dysarthria and a decreased level of alertness. The patient's seizure lasted approximately 4 minutes and the patient's right-sided weakness returned to baseline within 1-2 hours (score of 3). The patient did not suffer any adverse events during the index procedure. The patient does not have any previous history of seizure. On the day of the event, the nurse was in the room with the patient, the physician had just left the room; the patient suddenly grabs her abdomen and beings writhing, grimacing. The patient had been lethargic until this time, reluctant to open her eyes, the nurse retrieves dilaudid and prepares to administer, but the patient suddenly begins to have a seizure. The patient's face was cocked towards the window and eyes were fixed open. Arms bent at elbows and hands up. The patient was jerking in a rhythmic motion. The nurse paged the physician and charge nurse. Charge arrived to witness the last minute of seizure. All together the event lasted approximately 4 minutes. The seizure is thought to be caused by the tia. The patient was treated with dilantin and a sedative. The patient is currently in the hospital with multiple non-index and or cardiac related issues.